Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Sales rep was demonstrating product on fake skin for a customer. Listed device was inserted into the fake skin and withdrew according to the instructions for use. Audible click was heard. Rep gently compressed the plastic inserter to demonstrate the sharp was safely enclosed when the plastic came apart at the fulcrum point of the inserter. As a result, needle punctured the sales reps first finger. First aid was applied. Device was discarded. No permanent adverse health outcome resulted from this event.

Manufacturer narrative:
One new, unopened gripper was returned for evaluation. The used device in question was not returned. Visual inspection revealed no abnormalities or product faults. Functional testing found the sample to operate as intended. The reported product issue could not be duplicated during testing. Review of the device history records revealed no non-conformities during manufacturing. As the returned product was confirmed to operate as intended, no evidence was found to suggest the reported event was related to an intrinsic product problem.